Event description:
It was reported that intermittent cartridge alarms occurred indicating that the cartridge was over-filled despite the customer filling the cartridge less than 300 units. The customer's blood glucose (bg) level was "high"; however, a specific value was not provided. The customer administered a manual injection to address bg level. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.